Manufacturer narrative:
(B)(4)

Event description:
Approximately 4 years after pci in the rca stent, distal to the stent was an 80-90% stenosis with the vessel showing a kinking effect. Beyond this, there was diffuse 40% plaque. A 3.0x18mm cypher stent was deployed overlapping the distal edge of this stent. 21 months later, the patient was treated for restenosis of rca and was enrolled in the (B)(4) study. Pci was performed on an 85% in-stent restenotic lesion of a cypher stent in the mid rca of 6mm in length in a 3.2mm vessel diameter. The lesion was classified as type a. A 3.0x13mm cypher rx stent was deployed at 18 atm by direct stenting. Post-dilatation was performed with a 2.75 x 8mm balloon at 20 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. There were no procedural complications and the patient was discharged on the following day. In the initial procedure, pci was performed with in the rca with a 3.0x23mm cypher stent deployed covering the bend of the vessel with 75% stenosis at 14 atm. It was post-dilated with a 3.5x15mm nc monorail at 12 atm. The proximal vessel has significant stenosis almost from the origin to the proximal end of the first stent.

Event description:
Per the audiologist, the patient reported a decrease in performance along with a ¿popping¿ sound and pain. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)